Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and the trigger was jammed. It was further determined that the device was not working because the trigger magnetic support was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the sagittal saw device short /worked intermittently. During in-house engineering evaluation, it was observed that the device would not run and the trigger was jammed. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.